Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 300 mg/dl at the time of the incident. Customer was able to lower their blood glucose to 221 mg/dl. The alarm was not resolved. The insulin pump will not be returned for analysis.